Event description:
Reporter indicated that their handheld computer will not turn on. Troubleshooting was done by a manufacturer representative, but the problem persisted. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.